Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise, and the right ventricular (rv) lead exhibited high impedances and a possible fracture. The lead was explanted and replaced. During the replacement procedure, the new rv lead was initially placed and exhibited a loss of capture at high levels and high impedances. It was suspected that the lead had fractured as blood was observed in the lumen, which led to the severe placement difficulty. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the distal conductor was fractured and a location of the fracture can not be determined because of the small portion of the the lead that was returned. If information is provided in the future, a supplemental report will be issued.